Manufacturer narrative:
The device was not returned to mmdg for evalution. No serial number was provided and so mmdg was unable to evaluate or perform a manufacturing review. Mmdg was advised by the patient caregiver that they had just switched formulas and had only been experiencing this problem after beginning to use the new formula.

Event description:
The initial reporter states that the pump sounds like it is priming, but nothing moves through the pump and that the pump also doesn't alarm when this happens. The initial reporter also states that everything works appropriately during the first feeding with a new bag, but after that they experience the problem with the pump not delivering. An mmdg clinician followed up with the patient. The patient did not miss any feedings and had no adverse effects due to this complaint. (B)(4).